Event description:
It was reported to philips that the equipment failed to turn on, and voltage fluctuations were suspected on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service re-energized the equipment after voltage stabilization, and the device was restored to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).